Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (375 - 464 mg/dl) with 15 percent ketones. System check was performed with tandem technical support and the pump performed as intended. Customer stated that the issue began after using a new box of infusion sets; however, during system check, no issues were noted with the infusion set or the infusion site. Customer delivered a correction bolus with manual insulin injections to treat elevated levels. Follow up a few hours later, customer reported that bg level had improved to 275 mg/dl and customer was confident that bg levels could be managed.